Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no product was returned. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Thr corail pinnacle; (B)(6), (B)(6) hospital, (B)(6) 2018. Lug in trial liner disengaged. Noticed prior to use on patient. No impact on patient. No delay to procedure. Patient outcome post surgery: knee balanced to acceptable standard. Unknown jrn: +4/10 trial liner 36x52 - lot # pg0907.